Event description:
Error code 45 was found in the pump history during servicing.

Manufacturer narrative:
Serial number (B)(4) is part of recall number z-1868-2011. New software was installed on the pump.